Event description:
The pt fell and "did something to her ankle". Subsequently, it was not possible to communicate with the device. During the fall, the pt's glasses were broken and she could not read the pt manual to see what the device was saying. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).